Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured while increasing the pressure at lower than 6 atmospheres during the first inflation as the lesion was severe. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported.